Manufacturer narrative:
A definitive root cause of the damage to the mitral valve could not be determined. The pump was discarded after the case and consequently unavailable for analysis. The exact cause could not be determined from the available data. According to reports from the site the positioning of the device was incorrect per the manufacturers' instructions, and the device was running while removing it from the heart, which is not per the manufacturers' instructions. Device discarded by complainant facility.

Event description:
The complainant reported that a hypotensive (B)(6) male patient who had been in gi distress for the past 10 days was admitted to the hospital. The patient had no past medical history. The patient was found to have an ejection fraction of 30-35% of unknown etiology. The patient was being managed on pressor support. The patient decompensated which resulted in intubation and mechanical support. The impella cp was placed in the patient without issue; the coronaries were not visualized during placement. The patient was then transferred to another facility for continued management and the potential need for escalation of support. The patient was reported to have been successfully supported and had "greatly improved." His ejection fraction had improved to 50%, and weaning was begun. After 4 days of pump support the impella cp was removed from the patient. The removal was reported as smooth with no resistance met. There was also no obvious "tissue" debris noted on the inlet cage or catheter apparatus following pump removal. Two days post explant, the patient became critically unstable requiring reintubation. An echo was performed which revealed a flail posterior mitral valve leaflet and severe mitral regurgitation, which necessitated surgical mitral valve repair. The patient was referred for emergent mitral valve repair. The repair was reported as successful and the patient was released from the hospital a week later.